Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8. H6, and h10. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The instructions for use (IFU) shipped with the device lists the following as examples of incorrect scope handling that could damage tissue/ mucosa with a scope without nonconformity. ·important information ¿ please read before use: warnings and cautions: never perform angulation control forcibly or abruptly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. ·important information ¿ please read before use: warnings and cautions: never insert or withdraw the endoscope¿s insertion tube while the bending section is locked in position. Patient injury can result. ·important information ¿ please read before use: warnings and cautions: never insert or withdraw the endoscope¿s insertion tube with excessive force. Otherwise, patient injury could result. ·4.1 insertion: insertion of the endoscope: if the elevator control lever is moved all the way in the ¿u¿ direction and the forceps elevator is raised while inserting or withdrawing the endoscope into or from the patient, this may cause patient injury. ·air/water feeding and suction: excessive suction pressure could cause aspiration of and/or injury to the mucous membrane. Conclusion: the definitive cause of the reported events could not be established. We were not able to specify the root cause of the suggested event. Considerations: according to investigation findings: mucosal tissue did not remain at distal end or in the distal cover. And there was no report on defect of the scope or the distal cover. No further information was provided by the customer, therefore, we cannot confirm the following: I) presence of defect on the subject scope or the distal cover. Ii) whether the suggested event was due to the scope or not.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera duodenovideoscope with a disposable distal cap, the patient experienced a mucosal laceration. No further details regarding the patient or event could be provided. Case with patient identifier (B)(6) reports the scope used in the case (this report). Case with patient identifier (B)(6) reports the distal cap used in the case.